Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert due to device going into back up vvi mode. A device download was successfully downloaded. Patient monitoring will continue.